Event description:
It was reported to philips that the device experienced a shock equipment malfunction during defibrillation test. There was no patient involvement. The customer requested assistance from a philips remote service engineer (rse). The customer explained that their device was experiencing a shock malfunction during defibrillation testing. However, the customer was informed that the unit had reached end of life and that service could no longer be provided for the device. As such an evaluation was not performed and a cause could not be established. Philips is unable to rule out that a malfunction did not occur. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The philips remote service engineer (rse) verified that the heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. The customer is aware of the end of life terms and the device remains at the customer site. No further investigation or action is warranted.